Event description:
Inbound. Patient reporting cadd ms3 pump with sn (B)(4) reporting no medication left, but syringe has 0.6ml left, patient instructed to leave syringe in pump and send back to accredo once a replacement pump is received, verbalized understanding. Patient also stated the longer he used pumps the greater the discrepancy in the amount reported on pump vs what's left in the syringe. Patient also reported if he reloads the same syringe again the discrepancy in amount reported on pump vs whats left in syringe 15 greater. Replacement sent. No further details provided.